Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer cleared the alarms and insulin delivery was able to be resumed.